Event description:
It was reported that the user experienced a low blood glucose of 60 after starting ilet and inadvertently entered multiple meal announcements; a trainer assisted the user with a supply change and education to prevent accidental announcements, and the event is characterized as a use-of-device problem with no specific device component identified. Symptoms included hypoglycemia with associated dizziness and hot flashes/flushes. Outcomes included the need for oral glucose to treat the event. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.